Event description:
After implant the patient went into -atrial tachycardia- and capture threshold was normal. Later that evening, the patient -crashed in ccu-. A chest x-ray revealed pericardial effusion. Attempts to reposition the lead failed and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.